Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 5.0mm x 220mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.